Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy procedure, the device misfired. They replaced the reload to complete the case. There was no patient injury.